Event description:
In 2005, the patient was treated for a thoracic aortic aneurysm with a type b dissection. The aneurysm was excluded and post procedure angiogram showed profusion in the celiac and sma. The patient tolerated the procedure. About two days later, the patient presented with signs of an ischemic bowel. An angiogram was performed and the sma could not be visualized. A flap in the proximal portion of the celiac was identified. A reintervention was performed and a stent (unknown device) implanted to open the celiac flap. The patient tolerated the procedure. In the next day, the patient showed continued signs of ischemic bowel. She underwent an exploratory laparoscopy where necrosis was found in the patients bowel, entire colon, and ischemia in her stomach. No intervention was performed. The patient was then treated palliatively and expired later that day.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: tg3410/03804391 and tg4010/03682134.